Event description:
After the unsuccessful attempts to restore flow through the left internal carotid artery, the physician successfully placed the stent and dilated this post deployment with a balloon catheter. A post procedure MRI revealed scattered perfusion related infarcts. The physician stated that the relationship between the infarcts and the stent was unknown, but it was unlikely they were related. The patient was transferred to a rehabilitation center where the right upper extremity weakness and aphasia were improving.

Manufacturer narrative:
Conclusion: for anticipated procedural complication a device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
After the unsuccessful attempts to restore flow through the left internal carotid artery, the physician successfully placed the stent and dilated this post deployment with a balloon catheter. A post procedure MRI revealed scattered perfusion related infarcts. The physician stated that the relationship between the infarcts and the stent was unknown but it was unlikely they were related. The patient was transferred to a rehabilitation center where the right upper extremity weakness and aphasia were improving.